Event description:
It was reported that during the implant procedure, oversensing was noted on the device and it took several attempts to resolve it. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.